Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported problem and replaced the universal surgical manipulator (usm4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the usm4 to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon called in mid-procedure to report that there was a recoverable fault 32100 related to arm net 4. The technical support engineer (tse) informed the surgeon that the fault was related to a brake inside of the universal surgical manipulator (usm) and that an engineer would need to be dispatched in order for the issue to be resolved. The tse informed the surgeon that it was possible to proceed with three arms if the error returned. The surgeon stated that they were unable to perform the whole surgery using three arms, and informed that they did have a secondary system available and asked if the robot was compatible with the stack vision side cart (vsc). The tse therefore checked that the software build was the same. The customer informed they would disable arm net 4, and proceed, while the biomed would prepare for the patient side cart (psc) to be swapped out. The procedure was completed with another psc and no patient harm, adverse outcome, or injury. The issue did not cause any delay.